Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient received a shock. After the 41 joule shock, all the electrograms (egms) went flat. At the in office device check, the real time egms wer showing the pace markers, with a flat egm. Pacing has also increased from 44 percent to 70 percent, since the last patient visit, a couple of months ago. It was also noted that there were no intrinsic amplitudes for any chamber. Boston scientific technical services (ts) speculated that the implantable cardioverter defibrillator (ICD) has lost the sensing capability. A 12 lead electrocardiogram was used and confirmed the patient's rate and sinus activity. Additionally an underlying device test resulted in no sensing and all flat egms. Additional information reported, indicated that there were also telemetry issues, interrogating the device. The ICD was subsequently removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Interrogation of the device, using a programmer, revealed no sensing. Review of the device memory found no anomalies. Testing of the sensing controls found normal measurements. When the device was interrogated again, sensing was working on all channels. The reported sensing issues on all channels was confirmed through analysis and the cause remains unknown.